Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having consistent long charging intervals when they¿re recharging their implantable neurostimulator (ins). It is unknown if there were any factors that may have led or contributed to the issue, unknown if any troubleshooting was performed, and unknown if any steps were taken to resolve the issue. The issue has not been resolved.